Event description:
A physician observed an output current - low warning message upon performing system diagnostics during a follow-up visit on (B)(6) 2018. The patient's device had been programmed to high settings for at least a year at the time, the message was observed; however, previous impedance values through the previous visit 1 month prior had been around 1500 ohms, and the impedance was suddenly elevated at 4769 ohms as of the current clinic visit. A calculation suggested that the low output current message was normal due to the combination of high programmed settings and elevated impedance. A/p and lateral neck and chest x-ray images were reviewed by the manufacturer. The lead pin appeared to be fully inserted into the connector block. The pulse generator feedthrough wires appeared to be intact. A strain relief bend appeared to be present; however, a strain relief loop was not present as specified per labeling. No gross fractures or lead discontinuities were observed in the provided images. Due to the quality of the images, visibility of the lead was lost at the connector pin; therefore, the status of the lead wires at the connector pin could not be assessed. No obvious cause of the elevated impedance values could be identified. The physician reported that the patient had lost the initial efficacy from the vns due to the lower output provided from the generator. Additional programming history was reviewed and revealed that high impedance occurred within the patient's system 4 days prior to the first appearance of the low output current warning message. The patient underwent lead and generator replacement surgery due to the high impedance and low generator battery. Photographs of the explanted devices indicated that the portion of the lead noted to contain the missing strain relief loop was identified as a potential kink in the lead. It was reported that there was a granuloma that required surgical intervention to remove. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently indicated the incorrect device disposition. Device available for evaluation? Corrected data: initial report inadvertently indicated the incorrect device disposition. Device evaluated by MFR?, corrected data: initial report inadvertently indicated the incorrect device disposition.

Event description:
The explanted lead and generator were received by the manufacturer for analysis, but product analysis has not been approved to date.

Event description:
X-ray images were reviewed for the patient's device. The generator was not visible in the provided images, so proper pin insertion, the status of the feedthrough wires, and the positioning of the generator could not be assessed. A strain relief bend in the lead appeared to be present; however, a strain relief loop was not present. A gross fracture was observed after the strain relief in the upper neck. Product analysis was approved for the generator. The final downloaded data showed the instance of high impedance identified in the previous data review. System diagnostics performed during analysis returned results within normal limits. The device output signal was monitored and was observed to provide the expected output current over the monitoring period. Electrical testing indicated that there were no performance or other adverse conditions with the generator. Analysis was also approved for the lead. The positive electrode coil was fractured in multiple locations. Corrosion and residual material were observed on the surface of the coil. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Microscopy showed typical lead discontinuity characteristics. Abraded openings found on the outer and inner silicone tubes provided leakage paths for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. No other obvious anomalies were noted.